Manufacturer narrative:
Date of event: date of event entered is an estimated date because the exact date of event was not provided. Model number: 720185-01, lot number: 1000212600, model description: reservoir flat iz 100 ml.

Event description:
It was reported by the patient that he was "circumcised against his will" in order to have the inflatable penile prosthesis (ipp) implanted. Now he has extreme pain in the shaft of his penis and "bunching" of tissue where the circumcision was performed. The patient is also having difficulty inflating his device because of the hardness of the pump. The patient was provided the signs and symptoms of infection to look out for. At this time he denies having any of these symptoms. The patient was advised to contact his physician to address his concerns. Boston scientific has been unable to obtain additional information regarding the circumstances.